Event description:
It is reported that the articular surface had a small amount of movement, therefore the surgeon elected to use an alternative articular surface.

Manufacturer narrative:
Evaluation summary: the articular surface was identified as being compatible with the tibial plate that was implanted. It is unknown if the articular surface was properly aligned with and locked into the tibial plate. No root cause could be identified at this time. Evaluation: the articular surface was returned with the complaint for review. Visual examination did not find any significant damage to the device. Dimensional analysis found the device to be conforming to print specifications.